Event description:
Pt with history of cardiac arrhythmia and admitted for atrial fib w/chest pain. Later reported recent injury on septa transit when struck by closing door. Chest tube inserted two days before the event. CT scan on the day of the event showed a splenic rupture with large hematoma. Migration of chest tube noted. Taken to or where chest tube was found to be imbeded in the spleen. Chest tube removed and splenenectomy performed. New chest tube inserted. Patient to ICU post-op.